Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Pump passed the displacement test but motor error alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to motor error alarm. Motor passed motor test. No failed battery test alarm noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and received unexpected no delivery alarm and insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.